Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. The customer declined further assistance from tandem technical support regarding the issue. No additional information was provided.